Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address pain, tibial loosening at the cement/implant interface and femoral loosening at the bone/cement interface. Competitor cement was used. The tibial insert was noted to have dark yellow spotting.

Manufacturer narrative:
The received devices were forwarded to commercialized product development for evaluation . A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot numbers. With the information provided, the root cause of the reported complaint cannot be definitively determined. (B)(4) has been undertaken to investigate attune post operative loosening further. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.